Manufacturer narrative:
One device was received unused, in a plastic bag. During visual inspection, no discrepancies were detected. During the functional testing of the device received, no discrepancies were detected. The failure mode ¿leaking¿ was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint could not be confirmed/duplicated.

Event description:
It was reported that a cassette was being filled for treatment and the pharmacist filling the cassette noticed a split within the inner bag inside the cassette. Drug leaked out of bag into the hard cassette casing during the filling of the cassette process. They removed the drug they could from this cassette. A small amount remained within the cassette. No other supplies, pumps or patients were affected. There was no patient involvement and no patient harm/adverse event reported.